Event description:
It was reported that during a colon resection procedure, that the blade on the echelon stapler only progressed 1/3 of the distance of the cartridge. The surgeon reversed the knife and replaced the device with another one of the same lot number. There were no patient consequences. Case completed with a like device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Cartridge, incomplete cycle. Additional information was requested and the following was obtained: was the staple line complete? No. Was the cut line and staple line equal in length? Yes. At what firing ? First and second firing of each device, for a total of 4 blue cartridges. I am returning 4 cartridges. What color cartridge? Blue. Was buttressing material being used? No. The sc60a device (a) was received for analysis with no visual non-conformances and with five ecr60b cartridge reloads present. Cartridge (c) ecr60b, l54y6u was received partially fired 1/2 and with damaged cartridge deck. Cartridge (d) ecr60b, l54y6u was received partially fired 4/5 and with damaged cartridge deck. Cartridge (e) ecr60b, l5452y was received partially fired 1/3 and with damaged cartridge deck. Cartridge (f) ecr60b, l54t8g was received partially fired 1/3 and with damaged cartridge deck. Cartridge (g) ecr60b, l53y44 was received partially fired 2/3 and with damaged cartridge deck. The condition for the received cartridge (b, c, d, e, f, g) is consistent with an incomplete or interrupted cycle. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.